Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt h3 - device evaluated by mfg?: the device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an 18-year-old male patient experienced a new pneumothorax following the placement of a thal-quick chest tube. On the day of admission (day 0), the patient was treated for traumatic pneumothorax with placement of a thal-quick chest tube in the midaxillary 5th intercostal space. X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to active wall suction and the initiation of drainage was successfully achieved. On day 1 of admission (1 - day post-procedure), the patient experienced a new pneumothorax. The device was then removed and replaced with a new one. The patient was discharged from the hospital 3 days post-procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that an 18-year-old male patient experienced a new pneumothorax following the placement of a thal-quick chest tube. On the day of admission (day 0), the patient was treated for traumatic pneumothorax with placement of a thal-quick chest tube in the midaxillary 5th intercostal space. Anticoagulation medication was not adjusted/suspended prior to procedure. X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to active wall suction, and the initiation of drainage was successfully achieved. On day 1 of admission (1 - day post-procedure), the patient experienced a new pneumothorax. The device was then removed and replaced with a new one. The event was noted as not related to the study device or procedure. The patient was discharged from the hospital 3 days post-procedure. A lot number or a rpn was not provided. A sales search for thal-quick devices sold in USA in the last 3 years identified the rpn c-tqts-1400 as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU (c_t_thal_rev11, ¿thal-quick chest tube sets and trays¿) packaged with the device contains no relevant instructions for this event. Based on the information provided, no device return, and the results of the investigation, cook concluded that it is possible that the patient¿s condition contributed to this event. As reported, the patient had a traumatic pneumothorax. The study site noted the event was not related to the study device or procedure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.